Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Visual inspection found a cracked battery compartment, and the dso seal was coming off. There was no evidence in the event history log. Functional testing was unable to be duplicate as the reported problem was unknown; however, the device failed an accuracy test, the battery compartment was broken, and the dso seal was coming off. The battery compartment, dso seal, and the expulsor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.